Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable. There were no adverse consequences to the patient. The patient electronic system was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6)2023. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. In addition, no power clip was attached and/or returned. It is unknown if the power extension was unseated during use, shipping or during decontamination process. External and internal visual inspections of unit revealed exposed wiring of the right angle extension cable. There was no damage to the power supply or power cord. The problem of unit will not load to the start screen is confirmed. The finding of a defective right angle extension cable was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.